Event description:
It is reported that pt is experiencing groin pain. Mild lucency was noted on x-rays.

Manufacturer narrative:
No devices or photos were received as these remain implanted; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. The devices have an in-vivo time of 11 months at the time of this complaint. No previous complaints for the lot codes for the shell, stem, and head. The devices were used in an approved and compatible combination. X-ray review by external agency indicated that the direction of the cup version was rotated forward from the neutral also the lateral stem position was posterior. There were no radiolucency's observed in zone 1 or 7 in the provided x-rays. Surgical notes were provided and indicates that the acetabular cup obtained excellent press fit and stability. The acetabular component was fastened with two screws. The femoral component was confirmed to be stable with leg lengths restored. With the information provided, a specific cause for the reported thigh groin pain could not be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.